Manufacturer narrative:
Follow-up #1: date of submission: 12/30/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: a review of the black box data showed a low battery alarm due to normal use. No drastic voltage fluctuations were observed. A visual inspection of the pump showed that the battery compartment was cracked. No moisture was observed in the compartment. The pump¿s current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.